Manufacturer narrative:
Wheel support.

Event description:
It was reported to our technician that the machine wheel support was broken on the cot. There was no reported pt involvement or adverse consequences.